Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device capacitor base value was out of tolerance and needed replacement. There was no patient involvement.

Manufacturer narrative:
The customer was assisted by a philips remote service engineer who determined that this was a malfunction of the capacitor, the replacement quote for which was provided. The device remains at the customer site and no further evaluation is warranted at this time. H3 other text: the customer was assisted by a remote service engineer.